Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The issue occurred approximately 20 minutes after extracorporeal membrane oxygenation (ECMO) initiation. It was noted blood was seen dripping from the bottom of the oxygenator. No issues were noted during the priming of the oxygenator prior to support. The pump speed was 3800 rotations per minute at 3.5 liters per minute flow. The activated clotting time (act) at the time of initiation was greater than 400 seconds.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that there was an out of box failure. After priming and initiating support on the centrimag system and centrimag pre-connected pack, there was blood leakage noted to be in the oxygenator egress, just below epoxy and at the base of egress. The pre-connected pack was exchanged for a new one due to the blood leakage. There were no issues with the new pack and the patient was stable.